Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2021 the customer went to emergency room on or about the (B)(6) 2019 as their sugars were well over 500mg/dl. No further details were provided. The insulin pump is not expected to return for analysis.